Event description:
Following implant, the patient experienced nausea and a severe headache. The patient went home after 4 days, but was then readmitted. Before doing a blood patch, fluoroscopy was done, which showed the catheter had come out of the patient's spine. The patient had a csf leak. The catheter was surgically revised. The device system was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.